Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported was not found in meter memory.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
A customer's husband reported customer was getting higher than feels readings of 121 mg/dl at 3pm and 174 mg/dl at 4:30pm on (B)(6) 2011 on their freestyle freedom meter "when her blood glucose was actually in the forties", which resulted in loss of consciousness and diabetic coma. The customer was reportedly transported to a health care facility via paramedics and diagnosed with hypoglycemia. The caller was unable to provide any information with regards to the treatment rendered. The customer also reportedly self-treated by eating food to counteract the event. There was no report of death or permanent impairment associated with this medical event.